Manufacturer narrative:
(B)(4). Stroke, thrombosis and emboli may occur during this type of procedure as listed in the instructions for use and are known potential adverse events associated with the use of the product. Based on the available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that an rx accunet could not cross the critically stenosed right internal carotid artery lesion; therefore, the acculink stent was uneventfully implanted without embolic protection. Seven days post procedure, the pt was hospitalized for an embolic stroke with memory impairment and confusion. CT scan revealed subacute multifocal embolic infarcts of bilateral caudate, left thalamus and right posterior parietal lobe. MRI revealed multiple bilateral subcortical and periventricular white matter infarcts. Transesophageal echocardiogram revealed atheroma of the aortic arch. Carotid ultrasound showed bilateral carotid stenoses, 50-69% due to thrombus. Heparin was given and anti-hypertensive medications were held with exception of metoprolol which was continued at a decreased dose. All neurologic deficits resolved 3 days later. The pt was discharged home on (B)(6) 2010, in stable condition. Though requested, no additional info was provided.